Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes was noted on a remote transmission. Further review of the episodes indicated that the device exhibited myopotential oversensing. Programming change was discussed and will be made when patient presents to the clinic at next follow-up visit. There are no patient consequences.